Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, peri-implantitis, pain. No explanation for failure, 6 implants placed that day for implant retained dentures. Broad bone, good torque values. Body only rejected this implant.